Event description:
A report received that the pt was experiencing charging difficulties as a result of an external defibrillator used on the pt when he had a heart attack. A bsn rep evaluated the pt's database and confirmed premature battery depletion. It was recommended that the ipg be replaced, but the physician does not want the pt to undergo any surgeries for at least 1 yr.